Event description:
After the acculink stent was deployed, and before the accunet was retrieved, and occlusion of the ica above the stent was identified. It is unsure if it was related to spasm or thrombosis. The patient's bp was labile and she was symptomatic with neurologic symptoms of a left hemisphere stroke when she was hypotensive. She was baseline and asymptomatic when her bp was normal. The occlusion was treated with nitro and a pa which opened the ica, but blockage of an m2 branch of the mca was then identified. Attempts to open with local tpa infusion through a tracker catheter were unsuccessful. A total of 6 mg of tpa was administered. The patient remained asymptomatic as long as her sbp was above 120. Patient was transferred to the ICU and maintained on pressures to keep her sbp above 120 and she remained asymptomatic. The patient was transferred on the evening of 4/2006, to university hospital for possible eca-mca bypass surgery. On the morning, 2 days after event date, a repeat angiogram revealed that the mca blockage had resolved and the patient was discharged home one day after, in baseline condition without any neurologic deficit. The event resulted in prolonged hospitalization. Outcome: resolved.